Event description:
File separated in the canal during a procedure. The doctor is expected to fill the canal with the separated piece in place, though outcome of the event is not known as of this report.